Manufacturer narrative:
The pump was returned and purged using a lab purge cassette there was a increase in purge pressure noted upon ramp up of the pump. The catheter was examined and no kinks were found. The pump was run in terazyme for an hour. The next day the pump was run again and purge pressure increased during pump ramp up but was within specification. The data logs were reviewed and confirm the pump had high purge pressure after ramp up that continued for the duration of the case. The root cause of the high purge pressure was most likely a result of biomaterial as the purge pressure reduced after running the pump in terazyme. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, the purge pressure was too high and a decrease in purge flow rate was also observed. The purge housing was replaced and heparin concentration in the purge liquid adjusted to a higher one with no improvement. The issues did not resolve until weaning. The patient also experienced thrombus and remained on impella support and was successfully weaned.